Event description:
It was reported the user received a burn while utilizing the thermophore in his normal manner, and he believed the unit must have overheated. Visual examination of the unit revealed no evidence of elevated levels of heat or damage to the components or fabric foundation. Heat rise tests found no deviation from our specifications. All thermostats operated properly through several cycles. We were unable to detect any malfunction in any component of the unit in question. We were unable to establish any unusual condition regarding the thermophore which might have caused this event. We concluded the user may have become more susceptible to heat because of medication, physical condition or environment.